Manufacturer narrative:
Device-a. The product complaint analysis team has completed its investigation fo the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, ab-good; cartridge batch number, a-k46c43 b-k47; cartridge condition, ab-good; cartridge positioned properly, ab-yes; closure trigger position, ab-open, driver condition, ab-good; firing triger position, ab-open; handle shroud condition, ab-good; hook/anvil condition, ab-good; proper cartridge, ab-yes; retaining pin arm condition, ab-good, and staples present, a-4 formed b-7 for. Functional tests & results: cartridge lockout functional, ab-yes; cartridge rear cap present, ab-yes; closure stroke functional, ab-yes; firing trigger lockout functional, ab-yes; instrument cycled, ab-yes; proper cartridge guide, ab-yes; release button condition, ab-good; staples fire properly, ab-yes; staples form properly, ab-yes; staples heights conforming, ab-yes; test cartridge batch number, ab-k47d4m, and trigger release condition, ab-good. Analysis conclusion: based upon the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Both of the returned instruments were in good condition. Both of the instruments were returned with formed staples present in the instrument. The returned staples were measured and were found to be conforming with respect to mfg requirements. The returned instruments were fired with reload cartridges and both fired and formed all the staples as designed. The staple heights and staple formation were also measured and were conforming to mfg requirements. It could not be ascertained as to why the stale line reportedly bled. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a thoracotomy, upper lobe resection, the stapler was fired on the pumonary vessels and there was bleeding at the staple line. Another tx30v was opened and fired and also bled. The bleeding actually occurred proximal to the staple line as though the vessel may have been crushed. The surgeon completed the case with a ussc stapler. There was no consequence to the pt.